Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the patient had septic shock with status post right sternoclavicular abscess that lead to the system extraction. There were no additional adverse patient effects reported. The lv lead was explanted.